Manufacturer narrative:
The investigation of the returned coil system found the pusher broken at the transition area, which is consistent with the alleged product issue. The distal portion of the pusher--with the implant still attached--was found stuck within the microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's tensile strength. The returned microcatheter was found to be in good condition and would not have caused or contributed to the reported complaint. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during an aneurysm treatment procedure, one of the coils failed to detach using two detachment controllers. The user decided to remove the catheter to remove the coil. Reportedly, during removal, the coil unintentionally detached from the catheter. The catheter and coil were removed from the patient. The user then performed a test using both detachment controllers, but neither worked on this coil. The controllers worked on a coil from another batch, allowing the procedure to continue. There was no report of patient injury.

Manufacturer narrative:
The device was returned to the manufacturer and the investigation is ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted.